Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (pulse delivered below lower limit) has been confirmed. Upon investigation, the monitor was unable to power on. The cause for the failure was isolated to contamination inside of the monitor. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor delivered a pulse below the lower limit.